Manufacturer narrative:
The lens was returned dry, in a lens case/vial. There was clear surgical residue/debris on product. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Conclusion code: per dfu for this lens model, vicl's are contraindicated of implantations of a lens in a patient under the age of 21 years old. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6, -10.0/+2.0/080 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. Lens rotation not associated with low vault was noticed. The lens was then repositioned. On (B)(6) 2017, the lens was exchanged for another lens and the problem was resolved.